Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery dropped from 50% to 5% in 5 seconds and subsequently shut off due to insufficient power. When connected to a power source, the pump was able to be turned on and the battery gauge was at 5%. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.